Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. The bolus button was functioning properly but the bolus cover and piston cap were missing. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The distributor reported that the up arrow, down arrow and ok keypad buttons were unresponsive.